Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic sample showed a system error message of ¿system error ¿ halting¿ on the novum pump. The reported condition was verified. However, due to the nature of the sample provided, no further testing could be performed. Therefore, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed an unknown system error. This was observed in the cardiovascular operating room while the device was running the carrier line during a heart transplant. The pump was programmed under anesthesia setting and was operating in basic mode in ml/hour. The error message was observed shortly after the infusion was started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.